Manufacturer narrative:
The file was assessed to determine whether a clinical investigation is warranted. In a customer experience survey, this patient reported having had an unspecified abdominal infection while previously on peritoneal dialysis modality. During follow-up, the patient¿s nurse confirmed the patient has been on hemodialysis modality since 2014 and has not had any adverse effects from use of any fresenius products in this time. No additional information about the unspecified infection is available despite follow-up with the patient¿s nurse and multiple attempts to reach the patient. There were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. Additionally, it is unknown if the patient was utilizing fresenius products when the infection occurred. Therefore, the completion of a clinical investigation is not warranted at this time. Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. A shipping search was performed for the patient, however no lot numbers were identified to have been delivered. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
During a customer experience survey a patient reported that they experienced a stomach infection while on peritoneal dialysis (pd) therapy. During follow-up, the patient¿s nurse confirmed the patient has been on hemodialysis modality since 2014 and has not had any adverse effects from use of any fresenius products in this time. The nurse stated it is unknown if patient was utilizing fresenius products when the infection occurred. Additional information was requested, however to date has not been provided.